Event description:
It was reported that the cartridge pigtail was twisted and broken. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.